Event description:
It was reported there was a shocking or jolting sensation in the hands when the stimulation as turned on. This followed touching the handle of a grocery cart in the grocery store. The patient was at home in good condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).